Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-01035.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) and anterior communicating artery (acom) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and non-penumbra coils. During the procedure, the physician implanted a coil in the target location. Next, the physician implanted smart coils using a handle. Subsequently, the next smart coil advanced completely into the aneurysm but was unable to be detached with the handle. It was reported the physician attempted multiple times to detach the smart coil by grabbing the proximal section of the pusher assembly with the handle and pulling. Therefore, the smart coil and handle were removed. The procedure ended at this point. There was no report of an adverse effect to the patient.